Event description:
Personal care aide placed hoyer canvas under client and attached canvas hooks to hoyer frame as follows: short ends at the purple top - long ends at the blue bottom. After checking to see if everything attached properly, she began pumping hydrolic hoyer to lift client above bed. Client at proper height above bed, aide turned device (with client in canvas) to the left. She then spread the wheeled front leg frames to accommodate the chair width. After locking the frame, the client suddenly fell on the floor - lying face down and on her right arm. 911 called.